Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. No power loss alarm noted during testing. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power loss alarm. She stated that she woke up to an alarm saying that her battery was dead, she changed the battery and then received another message. The customer said that she changed the battery again and then had to set the time and date and the home screen shows that she has a full battery. The customer was offered troubleshooting but she offered and was very upset and stated that she did not want to be on the phone for a long time. She said that after she sets the time and date, the pump starts delivering insulin again. She said that there is a nine-minute gap of time that the pump shows it was not with a battery. The customer does not want to continue with troubleshooting. The customer was advised that the pump would be replaced. The insulin pump will be returning for analysis.